Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 13-year-old patient was diagnosed with pulmonary hypertension at a school health check. Serum ammonia was increasing, and contrast enhanced CT revealed extrahepatic portal-systemic shunt (spleno-renal shunt). The patient was finally diagnosed with porto-pulmonary hypertension (poph). No elevation of portal vein pressure was confirmed by conducting closure test. On an unknown date, a amplatzer vascular plug ii was used to embolize the shunt. Three vasodilation medications were prescribed in combined use as well. Abrupt deterioration of pulmonary hypertension was observed, so continuous IV infusions of prostaglandin i2 sodium salt were administered. The treatment has been ongoing for 4 months, but no improvement has been noted. There¿s no allegation against the abbott device. No additional information was provided.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer vascular plug ii implant were reported in a research article. Some of the complications reported were pulmonary hypertension, increasing serum ammonia, and extrahepatic portal-systemic shunt. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.